Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia insulin pump was not working properly. The customer blood glucose level was 436 mg/dl at the time of incident and customer other blood glucose value was 426 mg/dl. The customer was assisted with troubleshooting. The customer was treated with shots for high blood glucose. Customer stated when he went to treat the high blood glucose the insulin pump only gave 3.9 bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for under delivering. Customer stated parameters were entered correctly. Customer stated the food and correction bolus was incorrect. The insulin pump will not be returned for analysis.